Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to unlock battery connector. Unable to perform displacement, and self tests due to blank display. Unit had missing display window cover, cracked keypad overlay. Unit p-cap / test reservoir lock in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had failed battery test. No harm was required during medical intervention. The insulin pump will be returned for analysis.